Manufacturer narrative:
(B)(4). Additional concomitant medical products: 010000750, g7 neutral arcomxl lnr 40mm I, 6155078; 010000828, g7 hi-wall arcomxl lnr 40mm I, 3955787; 010000997, g7 screw 6.5mm x 20mm, 6182549; 010001001, g7 screw 6.5mm x 40mm, 3879260. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08155, 0001825034-2018-08156. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the two g7 40mm liners were not seating into the g7 cup but rather would toggle back and forth. The screws were fully seated. The cup and screws were removed and the procedure was completed with other products. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the rim of the shell to be slightly scuffed, scratched, and dinged. Scratching was also found near the apex of the shell's inner radius. Damage to the barb and outer radius of the liner were found during visual inspection of the liners. The barb has been roughened such that a poly strand protrudes from the liner in 2 locations. The outer radius is pitted. The rim of the liner is also gouged. DHR was reviewed and no discrepancies were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.